Event description:
The accounts maintenance stated the head section will not rise. He has replaced the up and down valves and the issue remains. When he uses the manual pump, the head section will rise but drifts back down.

Manufacturer narrative:
Technical support instructed the account to replace the CPR valve. The account has not completed repairs.